Event description:
Event description guidant received information that this implantable pacemaker (ipm) which is implanted in a patient who has recently undergone open heart surgery and an aortic valve replacement, had high atrial thresholds as well as a loss of atrial capture leading to pacemaker mediated tachycardia.